Event description:
A customer reported difficulty getting the cartridge to slide and click into place. Blood glucose level was not provided. No follow-up actions were noted or required, and the report was categorized as documentation only.